Event description:
The reporter received several er1 messages, stating "I am sure all of them were my fault. Several times I didn't have enough blood and the blue dot was't covered, and I know I have put the strip in backwards and maybe even upside down". Her highest blood glucose was reportedly something just over 270mg/dl.